Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was reported that the trial was initiated on (B)(6) 2025. It was reported that the patient experienced pain and discomfort/soreness/pinching. They couldn¿t record data like how long they had been inside the bathroom waiting to empty. They can¿t sleep at night and patient was in pain and had burning sensation when they were urinating. They tried doing therapy adjustment, however, they didn¿t feel any stimulation but a pain on lower part of buttocks going left leg, instead. Therapy adjustment was set on the left side at 1.6ma. The issue was not resolved and it was still ongoing. The patient was advised to contact the doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.